Manufacturer narrative:
(B)(4). The returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured approximately 310.6 cm. The exposed glass tip measured 7 mm and displayed no signs of degradation. Examination under magnification indicates no degradation of the tip. No light from the sma connector was observed, indicating a fiber fracture in the connector. No other issues with the device were noted. The reported complaint was not confirmed. Analysis of the returned device found the exposed glass tip in good condition with no signs of degradation. The analysis of the returned device revealed no light was observed from the sma connector, indicating the fiber is broken within the connector. It is likely that procedural handling of the device during set-up or use contributed to the fiber damage within the connector. Damage within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 270um laser fiber was used in retrograde intrarenal surgery (rirs) procedure in the left upper ureter performed on (B)(6) 2020. Reportedly, the laser unit used was a 270 microns console with laser settings of 18 hertz and 800 millijoules. According to the complainant, during the procedure, when he was using the laser fiber, it suddenly stopped and the green color of the laser beam disappeared. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.